Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to miethke that a shuntassistant 2.0 25 (part # fx103t) (ref. MDR ID 3004721439-2021-00128), and a progav 2.0 valve (part # fx410t) were implanted during a procedure performed on (B)(6) 2021. According to the complainant, the valve was believed to be operating in underdrainage. The patient underwent a revision procedure on (B)(6) 2021. The complaint devices were returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Implantation: (B)(6) 2021. Explantation: (B)(6) 2021. Age: (B)(6). Weight: (B)(6) . Gender: male. The same event: medwatch # 3004721439-2021-00128.

Event description:
The same event: medwatch # 3004721439-2021-00128.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. But there were found deposits in the inlet spout of the progav 2.0. A bactiseal catheter a third-party product was used. Permeability test: a permeability test has indicated that the progav 2.0 has a blockage. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test of the progav 2.0 has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Because the progav 2.0 is not permeable, a computer controlled test is not possible. Result: first, we performed a visual inspection of the progav 2.0. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability, as well as the brake functionality and brake force. The valve was not permeable and because of that, a computer controlled test is not possible. All other specifications were met. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the valve at the time of our investigation. We suspect that the deposits found inside the valve have led to the functional impairment. As described in scientific literature, deposits caused by natural substances present in the liquor, such as protein, blood or tissue particles, are among the known and inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.